Manufacturer narrative:
The reported events of the guidewire stuck inside the lead and high capture threshold were not confirmed. As received, a complete lead without the guidewire was returned in one piece for analysis. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies. Guidewire insertion test was performed and found the test guidewire was able to be fully advanced through the lead and withdrawn from the lead without any restriction.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the left ventricular (lv) lead exhibited high capture threshold and the guidewire was stuck in the lead. The lv lead was not used and the physician elected to implant a dual chamber pacemaker. The patient was stable.